Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿replace sensor¿ error message after 9 days of wearing the adc freestyle libre 2 sensor and as a result, was unable to obtain sensor readings. The customer further reported requiring treatment of glucagon injection from a non-healthcare professional, but no further information was provided as the customer disconnected the call. Attempts to gather additional information has been unsuccessful thus far. There was no report of death or permanent injury associated with this event.